Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. A physical investigation was not possible. The user reported information regarding the helix break and provided video confirms helix break as it shows the helix being exposed out of the catheter tube without any tensions which is clear illustration of the helix break. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the spring head end was allegedly separated from the distal end of the catheter in the blood vessel. It was further reported that the catheter was very difficult to withdraw from the blood vessel and was removed slowly, and the tip was found detached making its continuous use impossible. Reportedly, a thrombolysis catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device not returned.

Event description:
It was reported that during a recanalization procedure, the spring head end was allegedly separated from the distal end of the catheter in the blood vessel. It was further reported that the catheter was very difficult to withdraw from the blood vessel and was removed slowly, and the tip was found detached making its continuous use impossible. Reportedly, a thrombolysis catheter was used to complete the procedure. There was no reported patient injury.